Manufacturer narrative:
The pod was received undeployed. Cracks were found on the outer housing, and a hole was observed through the bottom housing air vent and reservoir. Corrosion was seen inside the pod, which is consistent with fluid entering the pod. In conjunction with this corrosion, the batteries were depleted, and the pod failed to communicate with the master pdm. However, it could not be determined when these damages occurred, and the cause of the corrosion could not be conclusively determined. In addition, the front sma wire was broken. The broken sma wire, depleted batteries, and pod's inability to communicate with the master pdm are all consistent with the needle failing to deploy, but the investigation could not conclusively determine causation between one of these findings and the reported event.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose read high (>500mg/dl) while wearing the pod on her arm for between 24 and 36 hours. Treatment included putting on a new pod and delivering a bolus from the pdm (personal diabetes manager). The mother stated that the pink slide did not move forward, indicating the device did not deploy properly.